Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the insulin pump will not accept the batteries and the screen is blank. During troubleshooting the screen continued to be blank and the technician found cracks on the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with blank display due to missing battery cap contact. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test with a test battery cap. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case, missing display window cover, minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay and damaged keypad overlay texture.